Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and dilatation was completed with another 4.0mm x 220mm x 150cm coyote¿ balloon catheter. The balloon was inflated slowly and after blood flow recovery was confirmed, the procedure was completed. No patient complications were reported.